Event description:
New information received notes that the patient presented in the clinic and was programmed around. No adverse events and the device will not be returned. No healthcare professional was involved.

Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse effects was reported.